Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
(B)(4)1 catheter did function but, the physiological values were not accurate- the reading was less than 200mmhg in room air. The catheter was replaced with another catheter. Additional clinical information was requested.